Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was treated by paramedics for hypoglycemia, with blood glucose of 38 mg/dl. The customer stated that he could not check settings of his insulin pump as he kept receiving no delivery alarms. It was found that the reservoir was empty and so the no delivery alarm was resolved by doing an infusion set and reservoir change. The customer also stated that he last changed his infusion set (B)(6) before the event. Nothing further was reported.